Manufacturer narrative:
The company service representative, examined the system, and was able to confirm and replicate the reported event. The company service representative temp-tuned the oscillator, which was found to be nonconforming. And adjusted the figure of merit (fom), vacuum pressure, galvo gains, and flap offsets. The system was then tested, per service test procedure (stp), and found to meet product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. At this time, it remains inconclusive, what action may have addressed the root cause. The root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a side cut tag when trying to lift the flap on a patient¿s left eye. The patient was moved to the excimer laser for treatment. The doctor was able to enter the side cut superiorly nasal around nine o¿clock but was not able to dissect the side cut further down towards the hinge. The surgeon dissected across the bed an then out superiorly temporal. The rest of the bed and side cut were dissected until the doctor ran into about a two clock hour tag inferiorly while about to exit. The doctor worked thru the tag with a lifter. The flap was reflected. Excimer portion of the treatment was completed and flap was returned and positioned as surgeon had wanted. In the surgeon¿s opinion, the device caused or contributed to the reported event. There are multiple related reports for this facility. This report addresses patient rd's left eye and other manufacturer reports will be filed.